Event description:
A customer reported that the t:slim x2 insulin pump battery would not charge, despite trying various power sources and cables. There was no reported impact on the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup insulin delivery method. Technical support arranged to replace the malfunctioning pump, confirming the shipping details and ensuring that the customer understood the steps required upon receiving the replacement. The defective pump was to be returned using a pre-paid shipping label.